Event description:
It was reported following a percutaneous coronary intervention (pci) with stent placement, a 6f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed a common femoral artery (cfa) puncture with a 5.0mm lumen diameter with severe calcification. When the locator/ sheath assembly was inserted into the artery, the physician observed weaker blood flow from the drip hole than usual. The angio-seal device was inserted into the sheath and pulled back; the physician felt the anchor was not tightly positioned against the vessel wall, but it was stuck as a deeper portion of the artery. Hemostasis was not successfully achieved with the angio-seal and manual compression was applied. After the procedure it was noted that the pt's dorsalis pedis pulse was weak. Sometime in the next week (detailed date unk), the pt's dosalis pedis pulse was completely impalpable. On (B)(6) 2010, an angiogram was performed, which revealed 99% vessel occlusion, and percutaneous peripheral intervention (ppi) was performed via a contralateral approach. The physician encountered difficulty with insertion of a 0.035" guidewire, and a neos cruise guidewire was used instead. By dilating a 5.0 x 20 mm angio-sculpt balloon catheter up to 14 atm, the vessel occlusion was improved and the peripheral blood flow was restored. The physician continuously performed balloon dilation on 3 other narrowed areas unrelated to this event. After balloon dilation, and angiogram was performed which revealed an artifact which was alleged to be the anchor in the artery. The pt remains hospitalized and is recovering.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause of the reported event could not be conclusively determined. One radiographic paper print image was received with the event. Contrast enhancement was seen on the image. There was no identification on the image except for annotation of anchor. The angio-seal device instructions for use (IFU) also stated that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal IFU states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal IFU cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease.